Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on distal edge, dents and bent on outer tube, light transmission failed 15 :18. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is device problem excluded. (Bad connection to tower). The most probable cause of the complaint is cause traced to component failure. (Fiber breakage, dents on distal edge, dents and bent on outer tube, light transmission failed 15 :18.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced a bad connection to the tower. The event occurred during set up /inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.